Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that two separate patients undergoing revision lumbar laminectomy surgeries and had to be brought back for csf leaks. In the original procedure, a csf leak was identified and treated with adherus autospray et.